Manufacturer narrative:
The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient visited the clinic with recurrence of pain symptoms. The pump was interrogated, logs were read and a dye study was performed at the clinic in 2009. The area of occlusion was identified via a dye study and was later confirmed to be the result of a kinked catheter resulting from the "flipping" of the patient's pump inside the implant pocket. The pump was prophylactically explanted to avoid in-vivo battery depletion. The catheter was replaced due to an occlusion. Multiple twists and kinks were noted just caudal of the spinal anchor site. There was no patient injury associated with the event. The patient recovered without sequela after surgery.